Manufacturer narrative:
There are no reports of any external events or traumas such as falls or excessive activity that may have contributed to the fracture of implanted components. The explanted device was retained by the medical facility and was not made available for examination or further testing by the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. In approximately (B)(6) 2025 the patient reported loss of stimulation from the system. Xray imaging found that both implanted leads had fractured. On (B)(6) 2025 a full system explant was performed due to the fractured components.